Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer initially called requesting assistance to change her insulin pump settings. Customer mentioned that she was hospitalized due to high blood glucose and high blood pressure. The blood glucose reading was 348 mg/dl at the time of admission. Nothing further was reported.